Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following ECG procedure, the patient was unable connect to the ipg to turn therapy on. Replacement charger/programmer was unable to communicate/resolve the issue. As such, the ipg is inoperable. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was restored post op.

Manufacturer narrative:
The reported event for explant due to the ipg being inoperable was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.